Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that she had gone into a swimming pool with the insulin pump on. She removed the battery and reinserted it, and the insulin pump alarmed battery out limit. The customer's blood glucose was 455 mg/dl, for which she treated with a manual injection. She complained that she felt like she was getting sick. She was connected to another call for troubleshooting assistance.